Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a primary alarm failure. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
H10: new information received via good faith effort (received (B)(6) 2023) confirms no malfunction reported. This call was opened to request preventative maintenance only, on multiple units. Based on this information, this is not a reportable event.